Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed (B)(6) 2014. The device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to less than optimal placement. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.